Manufacturer narrative:
One of the devices that previously was not available for testing was made available by the user facility. The device was evaluated, and it was determined to be experiencing no zoom power/drive function, which is not reportable.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced unintended zoom motion or unintended excessive speed of the zoom. There was no patient involvement.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced unintended zoom motion or unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
The final device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 8 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 2 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced unintended zoom motion or unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
1 device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device is still pending evaluation.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced unintended zoom motion or unintended excessive speed of the zoom. There was no patient involvement.